Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus shanghai (osh), (received at osh on 2022-06-11). During the evaluation/investigation at osh the reported error messages e102 and e433 could not be reproduced. However, the evaluation found that there was no output from the generator and traced this issue back to a defective generator board. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. Error message e102 is caused by an internal hardware error. The error is usually caused by a defect on the generator board and is permanent. However, load changes at the output can also temporarily trigger this error. In such a case, there is in all likelihood no device defect. Error message e433 can have different technical causes. Since the error message could not be reproduced, a temporary fault is assumed. The exact cause for the occurrence of the error messages could not be determined in this case. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf-generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.please note: this report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # / catalog #: wb91051w; brand name: electrosurgical generator "esg-400"; common device name: hf-generators; 510(k): k203682; product code: gei.

Event description:
Olympus was informed that during daily maintenance the egs-400 hf-generator issued error message e102 when cutting under saline mode. After the user changed the power cable, the hf-generator issued error message e433. The original cable worked normally after being replaced with another egs-400 hf-generator.